Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus. The customer's allegation was confirmed. The video cable was broken therefore stripes in the image occurred. In addition, the device evaluation found fiber bonding in the outer tube area was damaged. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope image flickered. It was unknown when the issue occurred. There were no reports of patient harm.

Event description:
It was reported the rigid video scope image flickered. It was unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.